Manufacturer narrative:
Internal complaint number: complaint- (B)(4).

Event description:
It was reported that drug was exiting the pathway near the pump stem and the catheter tip migrated. The patient reported decreased pain relief. It was noted that the patient fell previously and felt the pump move. The patient reportedly pushed the pump back to its original location and felt something dislodged.